Event description:
Information was received indicating that it was observed that this cadd prizm vip infusion pump overinfused. No adverse effects were reported.

Event description:
Further information provided: no patient involvement, occurred during testing.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of delivery accuracy over infusion was not verified. The event log did not show any related errors. Service found the unit within the +/-6% delivery range during testing. The expulsor will be trimmed by service to bring the unit better into the nominal range of the specification. Use testing was performed. The problem source is unknown.